Manufacturer narrative:
Result: damaged footboard.

Event description:
It was reported by service report that the foot board is broken resulting in exposed sharp edges. No adverse consequences have been reported.